Event description:
Related manufacturer report number: 3006705815-2022-16403. It was reported that the patient was experiencing ineffective therapy due to their leads migrating. This was confirmed via x-ray. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.